Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) did not work properly when the product uncoiled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The white plunger was observed to be not depressed with the blue slide lock not engaged. The delivery device was removed from the loading device. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed, but was confirmed for the analyzed failure 'fitting problem".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) did not work properly when the product uncoiled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.